Manufacturer narrative:
H6; code 400: damaged firing mechanism. Visual inspections and results: lockout position: fired. Cartridge condition: 10 staples fired. Cartridge return batch number: h0053g. Instrument number: 122. Functional tests and results: condition of firing trigger lockout: good. Condition of pinion gear: good. Condition of short rack: good. Condition of yoke: good. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. The returned cartridge had broken outer alignment fingers. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
During an unknown procedure. The instrument was left on the or director's desk with a note stating it misfired. Rep unable to gather any add'l details. There was no consequence to the pt.